Manufacturer narrative:
Please find attached a spreadsheet listing the serial numbers, component codes, investigation codes and conclusion codes of the devices summarised in this summary report.

Event description:
User reported issues related to the heater cooler unit not warming or cooling sufficiently. Failure to heat or cool is considered a reportable event. There was no patient harm a as a result of this malfunction.

Event description:
User reported issues related to the heater cooler unit not cooling sufficiently. Cardioplegia was set to 2 degrees but cardioplegia temperature did not change and remained at ambient room temperature. The heater cooler was swapped out for a replacement which worked without complication. Failure to heat or cool is considered a reportable event. There was no patient harm as a result of this malfunction.

Manufacturer narrative:
Upon initial investigation, the device was found to have a failed pcm bypass valve. The temperature sensor had failed and the hardware is detecting an overtemp condition and shutting off the step voltage. Unit has been reworked and was found to be running older software. The unit was upgraded to the latests software and left to charge overnight. A pm was preformed according to the swi and no further issues found. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00039. This resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 1 out of 16.